Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2019. The patient stated that he had a horrible night with an increase of voids. He also stated having undesirable changes to bladder after switching from left to right side. It was noted that the lead dislodged. No further complications were reported or are anticipated.